Event description:
It was reported that a patient developed rectal bleeding while using the actiflo indwelling bowel catheter. The actiflo was removed from the patient after 10 days of use. Proctoscopy was performed; a rectal ulcer with visible vessel was noted 10cm above the anal verge. Intervention required multiple prbcs, ffp and platelets. Patient had multiorgan system failure - hepatic, pulmonary, renal and gi. Status post urgent mitral valve replacement for dehisced previous and mitral valve replacement. Family decided to with draw life support.

Manufacturer narrative:
(B)(4).